Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was returned to the manufacturer after the patient suffered an injury in the shoulder area. During surgery it was noted that there was damage noted to the implantable cardioverter defibrillator (ICD). The ICD was explanted, and it is unknown whether the device was replaced with a mdt product. The device subsequently was analyzed and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. It was further reported that noise/oversensing was noted and the ICD had been reprogrammed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in an integrated circuit. (B)(4).